Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded an alert via the remote monitoring system for high out of range pacing impedances. Due to the alert, the patient was brought into the hospital for review. The out of range pacing impedances caused a mode switch from bipolar to unipolar and when the patient was programmed back to bipolar loss of capture was observed. The mode was set to unipolar and a revision procedure was scheduled. Lead damage was visible near the suture sleeve on x-ray. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned with a stylet in the lead and the helix retracted. Visual inspection noted setscrew marks on the terminal pin, in the correct location. An x-ray of lead body, indicated an outer coil fracture about 18 cm from is-1 end, which was indicated of cycle fatigue. The confirmed fracture likely resulted in out of range pace impedance measurements and loss of capture alleged, although these observations could not be duplicated in the laboratory.